Manufacturer narrative:
Preliminary device analysis results were not available at the time of this report. A follow-up will be sent when eval of the unit is complete.

Event description:
The product was returned for analysis stating that the device would not recharge after several attempts at troubleshooting the pulse generator. The unit was retrieved after two months implant duration due to reported battery depletion and the inability of the product to recharge. The product was placed in 06. The device was explanted in 2007 and was returned to the MFR for eval.